Event description:
The pt reportedly experienced dizziness. The surgeon intends to explant the device to perform MRI. Surgery to explant the pt's device will be scheduled. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.